Event description:
Customer reported that he needed assistance with programming the insulin pump. He stated that he went to the hospital to get supplies because he was at a wedding. He stated that there were ketones in the urine, so they treated him with 3 units of insulin. The blood glucose reading was 162 mg/dl. Customer was assisted in programming the insulin pump. Nothing further was reported.